Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. Therefore, they replaced the erbe and completed tests per isi procedures. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The erbe was analyzed. The erbe unit was placed on an in-house system and was run in normal mode. On startup, the erbe unit displayed a u-02 error. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant mastectomy surgical procedure, the customer called the intuitive technical support engineer (tse) and stated that there was a u-02 error on the erbe. The site had restarted with no change and connected an external generator to complete the case. The tse had the site remove the cables on the back of the erbe, reconnect only the rcb, and restart the erbe with no change. The procedure was completed as planned with no reported injury.